Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress caused by the customer handling the product, such as dropping it or bumping it, mishandling by the facility, or increased usage time. The event can be detected/prevented by following the instructions for use which state: "1) do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. 2) do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. 3) do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. 4) do not touch the electrical contacts inside the electrical connector. Ccd damage can result. 5) do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. 6) do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. 7) do not twist or bend the bending section with your hands. Equipment damage may result. 8) do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿device does not pass leakage test" was confirmed. The following findings were noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value, bending tube is deformed, adhesive on bending section is detached, connecting tube has coating peeling, adhesive around light guide lens is dirty, switch button 1 has a cut, scope body has a crack, suction cylinder is deformed, and due to deformation of scope-cover, water tightness is lost. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope device does not pass leakage test during reprocessing. Upon inspection and evaluation, acoustic lens has a scratch which reaches to the glue-layer. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.